Event description:
Info received indicated the head up function is not operating.

Manufacturer narrative:
Hill-rom tech found that the bed had no head up function. The head up valve was stuck. He replaced the head up valve and the bed functioned properly.